Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3093-28, lot # j0421675v, implanted: (B)(6) 2004, product type lead; product ID 3093-28, lot # j0421675v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported that the patient's device had been in for 9 years. It quit working a while ago. The patient had questions regarding if it was normal to have it replaced. It was noted that it was not the battery. Per the reporter,the doctor told the patient she has to go in and change the stimulator wire because it quit working. The patient would probably have to change the neurostimulator, because the new wire would not fit the new machine. The patient had questions regarding if this was a common occurrence. It was later reported on (B)(6) 2013 that the patient's ins was "not working like its suppose to." The ins was checked by the manufacturer's representative and it still had battery life left. It was noted that "originally, the doctor was just going to change the wire, because it was believed that the wire wasn't working so she was going to put in a new wire, but since it is 9 years old the wire won't fit to the stimulator so they have to replace that also." If additional information is received, a follow up report will be sent.